Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, pulmonary vein isolation (pvi) and posterior wall isolation (pwi) ablations were performed and post-mapping was performed without any issues. The case was completed with pulsed field ablation. As the patient was leaving the room, a vital alert occurred and the patient went into cardiac arrest temporarily. Nitroglycerin was immediately administered, and the patient's condition recovered. Electrocardiogram (ECG) confirmed a st elevation. In was noted that the physician "thought a spasm might have occurred". The patient' was not hospitalized or have an extended hospitalization. No further patient complications have been reported as a result of this event.